Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
The patient got the operation because of scoliosis in (B)(6) 2008. He found one side rod was broken in (B)(6) 2010. The doctor has done the revision operation and removed the broken rod.